Event description:
Reporter states, when the nurse opened the baseplate package, it was noted that the blister package was improperly sealed. An alternate baseplate was implanted. There was no adverse consequence to the pt or delay in surgical or anesthesia time due to this event.

Manufacturer narrative:
The results of the evaluation performed indicated no discrepanices could be found with the returned packaging. The event was not verified.